Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on july 11th reported she had someone to help her use her patient programmer to adjust the setting. The patient reported device was not vibrating anymore and didn¿t let her know she had to go to the bathroom and she was told the last time she called to increase stimulation. The patient setting was on program 3 at 3.9 v and she increased stimulation to 4.4 v and was feeling some vibration. Additional information from the consumer on july 12th reported they had no improvement in urinary control and they felt uncomfortable stimulation. The patient stated that since she increased the setting on july 11th she was feeling cramping down her butt. The patient noted she did not feel stimulation anymore. The patient stated her helper was not with her, so she couldn¿t make any adjustments at the time of the call. Patient services suggested her helper decrease stimulation setting until the cramping went away. The patient stated she would review with her helper, who was only available after 6pm. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Date of event was noted as: not feeling stimulation, not working as well = (B)(6) 2016; poor communication = (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient felt their device was not working as well as it was before and had a return of symptoms. They had been peeing again very frequently and this caused them to have a bladder infection. The patient mentioned that they did not really feel the stimulation so they wondered if they should increase or decrease the stimulation. These issues first started on (B)(6) 2018. They turned the stimulation up a little yesterday using the programmer, as an action taken to resolve the issue but they were not sure what they are supposed to do. Poor communication was encountered when the patient tried to communicate today ((B)(6) 2018) and thought it connected yesterday. The patient had no one with them to help. They were going to follow up with their healthcare professional (hcp) for the issues. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.